Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported mechanical jam could not be determined in this incident. The reported foreign body in patient and additional therapy/non-surgical treatment appears to be due to procedural circumstances as gripper line was cut at the groin. The reported failure to retrieve mitraclip system components (foreign body left in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report gripper line - inability, medical intervention and a foreign body. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then a clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the gripper line could not be removed. Troubleshooting steps were performed, but the gripper line could not be removed. Therefore, the gripper line was cut at the groin to leave a portion of the gripper line inside the patient. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.